Event description:
Three patient samples with discrepant calcium results. Patient 1, initial result 8.8 mg/dl, repeat 12.1 mg/dl. Patient 2, initial result 8.6 mg/dl, repeat 9.9 mg/dl. Patient 3, initial 9.1 mg/dl, repeat 10.1 mg/dl. Erroneous results were not reported. The field service representative determined the reagent rinse well was overflowing. The rinse well valve was replaced. Performance check tests were performed and within specification.